Event description:
It was reported that the patient presented to the hospital for a scheduled follow up. Upon interrogation of the pacemaker, the right ventricular (rv) lead was found to have exhibited high capture threshold measurements. The physician elected to cap and replace the rv lead on (B)(6) 2024. The patient was in stable condition throughout.